Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was an alarm: audio malfunction. The rse evaluated the device remotely. The rse instructed the customer to re-run the operational test to resolve the problem. The device was returned to full functionality after the power on and visual test. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).